Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results when compared to another meter. Readings were not provided for either device. The subject meter read "25 points higher." This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.